Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device had an undetermined malfunction. During service and evaluation, it was observed that the device had worn and damaged bearings, damaged machine coupling and damaged inner housing. It was further determined that the device failed the following assessments at pretest: vibration and temperature. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.